Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to pulmonary embolism (pe) followed by two unsuccessful retrieval attempts. Patient is alleging organ/ vena cava perforation, tilt, device is unable to be retrieved, and embedded. Patient alleges "a CT scan on (B)(6) 2021 showed the filter with apex abutting the right renal vein. Another CT scan on (B)(6) 2021 showed the filter tilted with apex against the caval wall. There are multiple perforations with struts contacting the vertebral body and right psoas muscle. I have chest pain, shortness of breath (sob), fatigue, anxiety, leg swelling, no longer physically active, weight gain and depression." Anxiety per retrieval report (unsuccessful), "the fluoroscopic image of the filter suggest some degree of anterior posterior tilt but at this time does not appear this would preclude removal." "The omniflush catheter was removed over a guidewire and replaced with the removal sheath for the tulip vena cava filter. I then advanced the snare through the sheath and attempted to grasp the superior hook of the filter. However, despite multiple attempts, I was unable to grasp the hook. Therefore I performed in oblique vena cavagram which demonstrates the filter to be markedly angulated anteriorly with the hook against the wall of the vena cava and essentially at the level of the inferior aspect of the right renal vein. I then attempted to grasp the hook using a variety of snares including the cooke snare, an amplatz snare, and in and end snare. However these attempts were all unsuccessful. I then attempted to free the tip of the filter up from the caval wall using an h1 catheter and a tip deflecting wire. Under fluoroscopic guidance, I advanced the 5fr catheter past the hook between the filter and the wall the cava. I then advanced the tip deflecting wire into the tip of the catheter and used this to attempt to free the hook up from the wall to the cava. However this did not appear to be successful." "After this maneuver, I reattempted to snare the superior hook using the end snare and the amplatz snare but again these attempts were unsuccessful. At this point, I abandoned attempts at removing the filter." "There were no immediate complications and the patient tolerated the procedure well." Per retrieval report (unsuccessful), "no thrombus is demonstrated entrapped within the previously placed temporary ivc filter. The filter is again demonstrated to be tilted slightly, abutting the right anterolateral ivc wall." "Following this, the cook ivc filter removal sheath was advanced over the guidewire and positioned just superior to the level of the filter. Following this, using the cook snare device, several attempts at ensnaring the filter were made, these were unsuccessful." "Several attempts again were made using with the cook snare device which remained in place, these were also unsuccessful, therefore a tip deflecting guidewire was attempted to be used to displace the filter, this was unsuccessful. After several attempts, the cook snare device was removed and a new cook snare device was used to attempt ensnaring this previously placed temporary ivc filter, this was also unsuccessful." "After multiple attempts using multiple guidewires, catheters, snare devices and balloon catheters, the procedure was aborted as venogram demonstrated the catheter persistently adjacent to the cava wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc) perforation, unable to retrieve, tilt, embedded, chest pain, sob, depression, fatigue, anxiety, leg swelling, no longer physically active, weight gain, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported chest pain, shortness of breath (sob), depression, fatigue, anxiety, leg swelling, no longer physically active, weight gain, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation. The investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges that the patient was implanted with the gunther tulip ivc filter on the date noted in section d6.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter around september 2009. Approximately 11 years and 7 months after receiving the filter implant, the patient underwent a computerized tomography (CT) scan of the abdomen that showed multiple struts perforating the ivc wall. One strut is extending more than 3 millimeters (mm) outside [of] the cava wall in contact with a vertebral body. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Non-healthcare professional investigation the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.